Manufacturer narrative:
A ge svc rep performed an on site investigation. The communication board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 6600 system had an intermittent blank image. No pt injury was reported.